Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? The device was locked in the tissue with jaws closed. If yes, how was the device removed? The device was removed by cutting the tissue inside the jaw of the device using another two staplers did the jaws eventually open? Jaws of the device didn't open what was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60g how was the procedure completed? The procedure was completed using another gun and cartridge.

Event description:
It was reported that during a laparoscopic gastrectomy procedure that the gun got stuck in between the surgery and could not able to open the jaw. While try to open the gun, closing trigger broken. Unknown as to how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned with the closure trigger broken and in the opened position. In addition, an ecr60g cartridge reload present. The reload was received fully fired and with the cartridge deck damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle and cartridge deck. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.